Event description:
It was reported that the patient walked through the theft detection system at a store and was shocked. The stimulation was felt 3 to 4 times higher than normal and this ¿opened up¿ the patient¿s bowels. About 2 minutes after the patient was exposed to the theft detection system the stimulation went back to normal. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va0pab2, implanted: 2014-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).